Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioningaccording to manufacturer's specifications. Explantation/reimplantation surgery was done on 10/01/1999. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.